Event description:
After 4+ years of implantation, this ICD was explanted for an infection; (B)(6).

Event description:
After 4+ years of implantation, this ICD was explanted for an infection; (B)(6).

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).